Event description:
It was reported that the device became stuck on the wire. A filterwire embolic protection system and jetstream atherectomy catheter were selected for use during a atherectomy procedure in the superficial femoral artery (sfa). While the devices were near the adductor canal it became stuck to each other. The devices were removed together. The procedure was completed with a balloon. There was no consequence to the patient, and the patient is fine.